Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective ail in line (ail) printed circuit board (pcb). To correct the condition, the ail pcb was replaced. If any additional information is received, a follow up MDR will be sent. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
During evaluation by baxter personnel, a colleague infusion pump was found with a defective air in line (ail) printed circuit board (pcb). This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. No additional information is available.